Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted (B)(6) 2026, after meeting position, anchor, size and seal (pass) criteria. The patient's blood pressure dropped the next day. A transesophageal echocardiography (tee) was completed and ruled out pericardial effusion but showed the closure device looked proximal. A computed tomography (CT) scan was completed and confirmed the device was proximal in the laa. The implanting physician then completed another tee while the patient was under general anesthesia. It was confirmed the device appeared to have shifted from its original implant position and was not providing the expected therapy for the patient long term. The device was extracted with a non-boston scientific grasping device. There were no further complications noted during the explant. The patient was discharged the next day.